Manufacturer narrative:
Findings: unit received alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the error test, prime test, excessive no delivery test and occlusion test due to alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, broken belt clip slot and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer did not provide their blood glucose value at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that they are unsure if the drive support cap was protruded, loose or sticking out. The customer stated that they did not press the drive support cap while connected. The customer stated the insulin pump was not bumped or dropped and no water contact. The insulin pump will be returned for analysis.